Event description:
It was reported that during a robotic prodatectomy procedure, the device clipped fine but they were falling off the vessel. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.